Manufacturer narrative:
(B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the crimped stent found that proximal stent rows 1-9 were damaged and bunched causing the proximal end of the stent to move 4 mm in a distal direction. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 17-aug-2017. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). After pre-dilatation was performed with a 2.0x15mm non-bsc balloon catheter, a 3.00 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another synergy¿ drug-eluting stent. No patient complications were reported and the patient's status stable. However, returned device analysis revealed proximal stent damage.